Manufacturer narrative:
Concomitant products: 0.035in terumo guidewire. (B)(4). The device was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when the physician placed the 0.035in terumo guidewire into the 5f 110cm infiniti pigtail catheter, some ¿jelly product¿ drained out of the catheter prior to use on the patient. There was no report of patient injury. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no anomalies or other damages noted to the device or packaging. The ¿jelly product¿ appeared to be some type of ointment or vaseline. There was no peeling noted in the inner or outer catheter. The jelly product was also noted in the other two catheters involved. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The reported event by the customer as ¿catheter (body/shaft) ¿ foreign material - (cardiovascular)¿ was not confirmed since no foreign matter was noted on the received catheter during product analysis. The received catheter does not present any anomalies or damages that could contribute to the event reported. The root cause of the event reported by the customer could not be conclusively determined during the analysis. Based on the product analysis and the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 07/20/2015. This date was placed in the "therapy date" and not "return date" in the last report.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when the physician placed the 0.035in terumo guidewire into the 5f 110cm infiniti pigtail catheter, some ¿jelly product¿ drained out of the catheter prior to use on the patient. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU. There weren¿t any anomalies or other damages noted to the device or packaging. The ¿jelly product¿ appeared to be some type of ointment or vaseline. There was no peeling noted in the inner or outer catheter. The jelly product was also noted in the other two catheters involved. The device will be returned for analysis.